Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet and had been announcing meals as a correction, after which support assisted with a factory reset, reconnection to the phone, sensor rescan, and insulin delivery was resumed. Symptoms included hypoglycemia with reports of lightheadedness, dizziness, itchiness, sweating, and shakiness, with a lowest glucose of 45 mg/dl; the user treated with oral carbohydrates including soda and peanut butter crackers. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure while interacting with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Thank you for the information provided.